Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc received the additional information from user, the serial number of the device is (B)(6) . Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the complaint information there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. An object has fallen on the lid, and the lid cracked. When closing the lid, there was the possibility that there was an action of pushing in more than necessary. The lid cracked due to the influence of repeating this action. The lid cracked due to stress corrosion cracking (solvent cracking) by mechanical stress when closing the lid and not wiping off chemical substances (detergents, chemicals, etc.) Dropped on the lid. Due to some other factors.

Manufacturer narrative:
Service department of omsc replaced the broken lid of the device to a new one. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus engineer found cracks on the lid of device during maintenance. There was no report of patient injury associated with this event.